Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a procedure the needle of the reload was broken and was left implanted in the vaginal wall at the time the product was used during closure of vaginal cuff and extensive tissue manipulation was used to try to locate the broken needle. There was tissue damage as a result of this problem. Another product was used and the case was extended 30 minutes or more to complete the case. The patient has a piece of broken needle located in the tissue at the time the event was reported. Patient outcome during this event was unknown.